Manufacturer narrative:
This device remains implanted , therefore technical analysis cannot be conducted. Without a returned device it is not possible to definitively confirm how the device may have contributed to the complaint incident. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported during a routine appointment, that this right ventricular lead has been exhibiting high, out of range shock impedance(170 ohms) for a few months. The physician noted, no noise, and no other out of range measurements. No noise was reproduced with postural maneuvers or pocket manipulation. The patient is scheduled to return for sync shock testing. The device remains implanted. No adverse patient effects were reported. Additional information was received that this patient was seen for a follow up appointment. In the clinic the physician performed a 1.1j and 41j shock testing. The shock impedance measurements are within normal range, 89 ohms at 1.1 j and 109 ohms at 41j. A technical service consultant reviewed the available device data and recommended closely monitoring the patient with latitude, and follow up in clinic appointments every three months. The device remains implanted. Besides sync shock testing, no additional adverse patient effects were reported.